Event description:
It was reported to boston scientific corporation that a resolution 360 clip device was used in the gastric during an esophagogastroduodenoscopy (egd) procedure performed for the intestinal polyp on (B)(6) 2021. During the procedure, the clip grasped and locked onto tissue but was unable to release from the catheter to deploy. In the stages of deployment, it was noted that two clicks were heard then the spring in the handle was snapped. Additionally, the device was opened and closed, the scope was manipulated, the catheter was the rotated to try and get it to detach, and the clip fell off. The procedure was completed with another resolution 360 clip device. There were no patient complications reported as a result of this event. Note: the customer provided a photo of the device outside the patient. Please see block h10 for full investigation results. The device was not returned.

Manufacturer narrative:
Block h6: medical device problem code a15 captures the reportable event of clip was unable to release from the catheter. Block h10: the customer provided a picture related to the complaint, where it was possible to observe the resolution clip without its spool, with the control wire kinked as well as the spring, with the rotation knob detached from the handle, and also it was possible to observe the clip assembly still attached. Therefore the as reported codes of "clip failure to release from catheter" and "handle break" can be confirmed based on the provided evidence. The device was not returned. Therefore, the most probable root cause for this complaint it, cause not established. This conclusion was selected because the reason of why the clip was unable to release from catheter during procedure, cannot be confirmed since the provided evidence do not lead to a clear conclusion of why the adverse event happened. The conclusion is acceptable because of the analysis of the available information in the complaint confirms the reported complaint, however without proper evaluation of the device, it remains unknown the most probable causes that contributed to the event. Also, the evidence from the product record review did not identify a potential product quality issue or new patient harm. A labeling review was performed and, from the information available, this device was used per the directions for use (dfu) / product label.

Manufacturer narrative:
(B)(4). The device has not been received for analysis. Should the device become available for analysis and there is any further relevant information, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that a resolution 360 clip device was used in the gastric during an esophagogastroduodenoscopy (egd) procedure performed for the intestinal polyp on (B)(6) 2021. During the procedure, the clip grasped and locked onto tissue but was unable to release from the catheter to deploy. In the stages of deployment, it was noted that two clicks were heard then the spring in the handle was snapped. Additionally, the device was opened and closed, the scope was manipulated, the catheter was the rotated to try and get it to detach, and the clip fell off. The procedure was completed with another resolution 360 clip device. There were no patient complications reported as a result of this event.